Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) for (B)(4), could not be performed as a lot number was not provided for the reported event. The manufacturing and sterility dates could not be determined as the lot number could not be determined. On (B)(6) 2019, it was reported from (B)(6) that the unit does not retain the tip of the unit. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there were pulsavac devices where the attachment loosened/disconnected. Therefore water splashes on unsterile parts (like lamps) and possibly contaminates the surgical field. No adverse events were reported as a result of this malfunction.